Manufacturer narrative:
Avid medical issued formal complaint # (B)(4) to the manufacturer covidien concerning the misfiring of the surgiclip for item no. 134031, manufacturer lot# p6m0613cx.

Event description:
Avid medical is the manufacturer of a custom procedure tray that includes the following component: clip, surgiclip, vendor part # 134031 manufactured by covidien, (FDA registered establishment no. (B)(4)). Avid medical received a complaint on (B)(6) 2018 originated by (B)(6) at the (B)(6) stating that the surgiclip was misfiring and is unsafe to use. The complained clip, surgiclip part was available for evaluation, however the part has not been sent to manufacturer covidien as of yet. Avid medical issued formal complaint # (B)(4) to the manufacturer covidien concerning the misfiring of the surgiclip for item no. 134031, manufacturer lot# p6m0613cx. No patient injury was reported.